Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their lead was "disconnected" from their heart. The patient stated it felt like they were going to pass out. The patient noted that they had valve replacement surgery and that is when they found the lead had become "disconnected" from their heart. Follow-up with the clinic was attempted; however, was unable to obtain requested information after multiple follow-up attempts. The lead remains in use. No patient complications have been reported as a result of this event.